Event description:
It was reported that after a da vinci-assisted cholecystectomy, the patient experienced internal itching and claimed to have experienced an allergic reaction to the staples that were used in the procedure. During the surgery, the surgeon initially attempted the close the cystic duct with sutures, but it was reportedly dilated and leaking a little. As a result, the surgeon used a sureform 45 stapler instrument to reinforce the closure. The patient reported having an allergy to cobalt and nickel, but the surgeon believed the stapler to be safe despite the reported allergies. The surgeon reported that the patient was fine with no complaints, until it was revealed to him that staples were placed. In the middle of the night following the surgery, the patient reported itching from inside and stated he was allergic to nickel and cobalt. A few days later, the patient returned to the hospital and reported developing a rash and was admitted to the hospital for 3 days and treated with steroids. However, the surgeon stated no objective signs of an allergic reaction rash were found but rather bruising from the patient scratching themselves roughly. The patient's blood work came back with eosinophils in the normal range. The surgeon reported all the other work up came back negative. The patient has requested the surgeon take the staplers out; however, the surgeon reportedly believes taking them out will do more harm than good. The surgeon has referred the patient to a surgical oncologist.

Manufacturer narrative:
The logs show, one sureform 45 blue reload was used during the procedure. There was no report of any sureform 45 reload or stapler instrument malfunctions. No product is expected to be received for this event. The titanium alloy utilized in the staples of the sureform stapler product conforms to astm f3046-21, standard specification for surgical implant applications (uns r56320). The alloy contains trace amounts of nickel restricted to less than 0.1% by mass (typically 0.01%¿0.03%). Based on this information, the potential for nickel-mediated hypersensitivity reactions in the general population is considered low. Device labeling includes a precaution regarding potential metal hypersensitivity. In this case, while the reported clinical symptoms can be consistent with a hypersensitivity reaction, eosinophil labs were in the normal range. Given the low nickel exposure and presence of potential alternative etiologies, a causal relationship between the device and the event cannot be established. No device malfunction or material nonconformance was identified.